Event description:
It was reported that while using bd vacutainer® k2 edta 5.4mg that the top was skewed and there was no draw during blood collection. The following information was provided by the initial reporter: the customer found that the cap of the suzhou purple tube was skewed and there was no draw during blood collection, so he replaced the tube and used it normally.

Manufacturer narrative:
Investigation summary material #: 367228. Lot/batch #: 2150550. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill and improper assembly was observed. Additionally, seventy (70) retention samples from bd inventory were evaluated by visual examination and ten (10) were evaluated by functional testing and the issue of underfill and improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill and improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.